Event description:
The patient reported 3 v-go devices in which the v-go did not work properly. The patient stated that on (B)(6) 2021 on the first v-go patient placed on that the needle released on its own within 5 minutes. The patient reported placed another v-go on and that the needle popped back out with 2 seconds. The patient reported that on the 3rd v-go she had worn it for 12 hours and then the needle had released on its own.